Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been received by the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during placement of the embolization coil in the treatment site, the coil detached in the 4f catheter. The coil was removed together with the catheter. There was no reported patient injury or additional intervention. The patient is reported to be in stable condition.

Manufacturer narrative:
The azur cx 35 was returned for evaluation with the implant coil still attached to the pusher. The reported complaint is non-verifiable. A second unidentified pusher was returned in the same package tangled with the complaint device. The microcatheter used in the procedure was not returned and it is not known if it caused or contributed to the reported issue. The root cause could not be determined.